Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number. Therefore, the expiration and device manufacture dates are unknown. Block e1: additional physician reported: dr. Maria rodrigues. Block h6: evaluation conclusion code 4316 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed. Additional information received is located in the b5 incident narrative field. This event is no longer MDR reportable.

Event description:
It was reported to boston scientific corporation that spaceoar was implanted during a spaceoar placement procedure performed on (B)(6), 2020. According to the complainant, the gel infiltrated the rectal wall. Reportedly, additional intervention was required to resolve the issue and patient was going to corrarectal surgeon for a 3d scan. On (B)(6), 2020, additional information received stating the physician concluded that there was no rectal wall infiltration.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the expiration and device manufacture dates are unknown. Additional physician reported: dr. (B)(6). (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that spaceoar was implanted during a spaceoar placement procedure performed on (B)(6) 2020. According to the complainant, the gel infiltrated the rectal wall. Reportedly, the patient is scheduled to colorectal surgeon for a 3d scan. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.